Manufacturer narrative:
The technician discovered that the volume control of the pt position mode had been turned down to its lowest setting. Once the volume was turned back up, the bed functioned normally. The technician in-serviced the nursing staff on the proper operation of the pt position mode (bed exit). Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the bed exit alarm is barely audible.